Event description:
It was reported that the right ventricular lead had episodes of oversensing and short interval counts. A fracture was suspected. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015 the ventricular sensing integrity counts cup to 156 and non-sustained ventricular tachycardia episodes occurred with evidence of lead noise oversensing. Analysis of the device memory indicated the right ventricular lead integrity alert. A rv lead integrity warning occurred on (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes.